Event description:
The tpn (total parenteral nutrition)/lipid y-site connector spontaneously became detached from the central line cap while the parents were changing a diaper. It is unknown if there was tension on the line. However, the nurse states there was sufficient length of tubing to reach the bed without tension.